Event description:
During the lung biopsy procedure, a radial jaw 3 biopsy forcep was used. During the third biopsy the physician wasn't able to close the jaw. He retrieved the fibroscope and the radial jaw at the same time. They cut the radial jaw outside the pt. The pt's condition is reported to be "good, no pt consequences".

Manufacturer narrative:
The suspect device is not returned to the facility for the evaluation.